Event description:
Caller states patient reportedly received the following results on the advantage system within 10 minutes: 39 mg/dl, hi (greater than 600mg/dl), 200 mg/dl, and 234 mg/dl. A lab value of 192 mg/dl was also obtained within 10 minutes of the reported meter results. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.